Event description:
It was indicated that the patient experienced redness and swelling with puffiness and fluid around the pocket of the pump. The patient¿s gram-stain was negative, but he exhibited a moderate white blood cell count that was elevated. The device system was removed due to the suspected early onset of a possible infection and the patient was put on antibiotics. It was later reported that cultures had been taken from the device pocket and cerebrospinal fluid (csf) and staphylococcus capitis was cultured. In addition, as the staphylococcus capitis was cultured from the csf, the patient had been diagnosed with meningitis. The onset or diagnosis of the infection had been approximately august (B)(6) 2014. It was noted that perioperative antibiotics had been administered. Following explant of the system, the patient developed aspiration pneumonia and drug withdrawal symptoms including a severe worsening of central spasticity. At the time of report, the event was considered ongoing. The patient was in the hospital receiving a prescription for the pneumonia and oral baclofen. The device system had been used to deliver baclofen. The outcome of the event had yet to be reported. Further follow-up was being requested to ascertain additional information.

Manufacturer narrative:
Analysis of the pump found no anomaly.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.